Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Root cause could not be determined. Condition is addressed in the package insert. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. Review of device history records found one unrelated deviation during the manufacturing process. The nonconformance was cosmetic and two pieces were scrapped for inclusions and the rest of the order was accepted for release. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial right oxford knee procedure on (B)(6) 2010. The patient reported continued or worsening pain in the affected study knee on (B)(6) 2015. Pain has been occurring for the past 12 months and an x-ray indicateswear and tear. No revision has been reported to date.